Event description:
It was reported that the patient ipg was nonfunctional. The patient underwent an ipg replacement procedure. The explanted ipg was not returned as it was not released by the facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.